Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Reported by the dm on behalf of the customer via email - needle broke after 3 very difficult sample passes. Dr. (B)(6), this was an extremely difficult case in a complete retro flex position in a eus procedure from the lower distal duodenum. Complete hidden head of pancreas lesion. Olympus eus scope. Last pass and sample was achieved already in the previous 3 passes with this needle. Dr. Did not want me to call in the needle because he put so much stress onto the needle. Patient outcome: the following has been requested- (B)(6) 2023. Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Did the patient require any additional procedures due to this occurrence? Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. Was the patient hospitalized or was there prolonged hospitalization due this occurrence? The following has been answered- (B)(6) 2023. 1. Did any unintended section of the device remain inside the patient¿s body? A. If yes, please describe. No. 2. Did the patient require any additional procedures due to this occurrence? No. 3. Did the product cause or contribute to the need for additional procedures? No. A. If yes, please specify additional procedures and provide details. 4. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 5. Has the complainant reported that the product caused or contributed to the adverse effects? A. Please specify adverse effects and provide details.no. 6. Was the patient hospitalized or was there prolonged hospitalization due this occurrence? No. Patient/event info - notes: after verification, no additional manufacturer questions apply to this gpn/rpn.

Manufacturer narrative:
PMA/510(k) # k210476 this file is related to complaint file (B)(4) "difficulty in attaching or detaching the device to the accessory channel port on the scope" device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c1931684 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-25 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1931684. Instructions for use and/label: it should be noted that the instructions for use (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being used in a flexed or twisted position as advised by the customer in the additional info provided causing the needle to break distally. Another possible root cause could be attributed to the patient having torturous anatomy as indicated in the additional information provided by the customer the targeted site was difficult to gain access and puncture of the target site was difficult. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, broke after 3 difficult sample passes confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. Investigation findings conclude that a possible root cause could be attributed to the device being used in a flexed or twisted position as advised by the customer in the additional info provided causing the needle to break distally. Another possible root cause could be attributed to the patient having torturous anatomy as indicated in the additional information provided by the customer the targeted site was difficult to gain access and puncture of the target site was difficult. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-jan-2024.